Event description:
During remote in clinic, high defibrillation impedance was observed in right ventricle (rv) lead. No intervention has been performed at this time. The patient was in stable condition.